Event description:
It was reported to philips that the heartstart xl defibrillator had an ECG board shortcircuit during preventative maintenance servicing. There was no patient involvement.

Manufacturer narrative:
.